Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
When inserting the catheter into the sheath, the tip of the catheter broke off. Both the sheath and the catheter will be returned for analysis.